Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/13/2016, that on (B)(6) 2016, the receiver was not displaying data from the transmitter. No additional event or patient information is available. No product or data was provided for evaluation. The reported event of the receiver ceasing to function. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).